Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation the hemostatic sheath was mated with the carrier tube assembly and broken piece of the carrier tube. No other accessory components were returned. Visual inspection revealed that the hemostatic sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The carrier tube was returned separated from the device cap. The microscopic analysis revealed that there were multiple cuts present on the hemostasis sheath. Under the microscopy analysis, the suture was completely out of the tensioner. No anchor and suture were returned. IFU states: "remove the tamper tube using a slight twirling upward motion" there is no evidence that this event was related to a device defect or malfunction. The investigation results and complaint description confirmed the reported event of an unintended implant.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an angio-seal device was used on a patient that was obese with a very large pannus. A groin angiography was performed before deploying the angio-seal. The access was above the bifurcation and below the inguinal artery. However, "mild" calcification was noted around the sheath. The physician decided to move forward with angio-seal deployment. Everything was working properly until the final step pulling back the angio-seal in order to seal the artery. When the device was pulled back, hemostasis was achieved. However, due to the large pannus, the green tamper tube was not accessible. It was lodged distally into the patients subcutaneous. After several attempts to try and grab it, it was decided to cut the suture proximally on the device. Once the device was disconnected, several more attempts were used to retrieve the tamper tube. All attempts failed, since hemostasis was achieved, it was decided to leave the tamper tube in the patient and to determine another course of action since the patient was in-patient. After a CT scan and ultrasound were performed, it was determined no further attempts to retrieve the tamper tube would be necessary unless it became symptomatic. Blood loss was less than 250cc. There was no injury reported, and it was determined not to surgically remove the tamper tube. Hemostasis was achieved after a successful cath. The patient was scheduled for more cardiovascular procedures unrelated to the reported angio-seal event. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2018. The patient is in-patient status, and was reported to being treated for other issues.